Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. (B)(4).

Event description:
It was reported that the patient experienced an infection and endocarditis. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was found to have enterococcos faecalis bacteremia with a possible right atrial (ra) lead vegetation. The patient was treated with antibiotics but had a relapse of the bacteremia with the same bacteria. The patient subsequently had the implantable pulse generator (ipg) system removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.